Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported concerned that step 4 aligner had pushed up their gum-line on two teeth on the right side of their mouth. The patient marked true to sensitivity and discomfort on the initial support form.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.